Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported being hospitalized with an unexpected elevated blood glucose level of 30.0 mmol/l (540 mg/dl) and hi. Patient's normal blood glucose range was not provided. Patient stated she gave herself a bolus of 6 units of insulin with a pen. Patient reported she thinks the infusion device did not deliver the correct amount of insulin. Patient stated she went to the hospital and was admitted. Patient reported she was treated with insulin by infusion. Patient stated she was hospitalized for 2 days. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.